Event description:
It was reported that during a scheduled oncology treatment, the obi kvd cover fell off during cbct imaging and hit the pt. The pt was not injured and continued with the treatment.

Manufacturer narrative:
In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and/or diagnostic testing has resulted. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. A varian service engineer will schedule the repair to secured the cover to the imager with screws. This is a varian approved modification which replaces the usage of the originally designed velcro fasteners. No additional follow-up to this MDR is expected.